Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. Two target lesions were treated. The 3.00 x 24mm, eccentric, de novo target lesion with a significant bend between 45 and 90 degrees, was located in the mildly tortuous and mildly calcified left circumflex artery. Following predilitation, a 3.00 x 24 synergy drug-eluting stent was advanced for treatment but could not cross the lesion. When the device was removed, it was noted that the tip of the stent was deformed. The lesion was treated with another of the same device. The 2.75 x 38mm, eccentric, de novo target lesion with a significant bend between 45 and 90 degrees, was located in the mildly tortuous and mildly calcified right coronary artery. Following predilitation, a 2.75 x 38 synergy drug-eluting stent was advanced for treatment but could not cross the lesion. When the device was removed, it was noted that the tip of the stent was deformed. The lesion was treated with another of the same device. There were no patient complications and the patient was stable.